Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment; during saline testing, the anomaly was lost and could not be recreated. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that the patient was being upgraded to a duel chamber ICD. When the leads and ICD were connected intermittent undersensing of small p-waves and far-field r-wave oversensing was seen on the atrial and ventricular channels respectively. The ICD was not used and was replaced. The patient was unaffected after the event.